Event description:
10 yr old male with medical history of transposition of great arteries. Ventriculoseptal defect and pulmonary stenosis s/p aortic translocation by nakaido switch s/p right ventricular outflow tract reconstruction using 17mm pulmonary homograft on 8/21/87 required explant on 5/6/97 due to ventriculoseptal defect patch calcification and homograft cusp degeneration. Site did not assess relation to homograft.